Event description:
It was reported that cadd legacy pump displayed error code during testing. No patient injury involved.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen scratched. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed "1310" error code message on pump up when batteries are inserted during the investigation. Recommend an error code 1310 to be cleared. No device problem found.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to be displaying an error code message when battery was inserted during the investigation. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: the error code was cleared.